Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation prior to implant, noise was observed. Physician interpreted the noise as emi since the device was in the box. When the device was connected to lead, noise was still noted and hv lead impedance was high. Device was not used and was replaced. All measurements were good and stable with the new device. There were no adverse consequences for the patient.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of noise was confirmed in the laboratory via review of the stored egms. However, upon evaluation of the device the failure could not be reproduced. It is believed a connection anomaly on the hybrid caused the field event.